Manufacturer narrative:
Date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices implanted during the same procedure. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system and an uphold lite vaginal support system were implanted on (B)(6) 2014 and were explanted on (B)(6) 2019. According to the complainant, post procedure, the patient experienced the following: mesh erosion, chronic pelvic pain, perineal pain and neuropathic pain potentially related to pudendal / obturator neuralgia. Additionally, she also experienced pelvic floor tension myalgia, hip adductor myalgia, complex regional pain syndrome, recurrent urinary tract infections, interstitial cystitis, chronic dyspareunia, bowel and bladder dysfunction, anorectal pain, and has undergone medical and surgical treatment. On (B)(6) 2019, the patient underwent surgical revision of the exposed eroded mesh.